Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose level of 29.7 mmol/l. Customer stated that the insulin pump was exposed to moisture. Customer stated that there was fluid in the reservoir compartment. Customer stated that the insulin pump passed self test. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.